Event description:
The user facility reported that the vascular surgeon went to close common femoral artery with angio-seal device. The necessary steps were performed, and when he went to seal the artery while pulling the device out of the body, there was no suture or anchor. The device came right out of the body rather quick. The doctor held pressure, and the patient was not affected. There was no blood loss reported. The procedure prior to angio-seal closure was peripheral arterial disease (pad). There was no patient injury or surgical intervention required. Additional information was received on 20nov2024: a 6 french procedure sheath was used. A pre-deployment angiogram was performed.

Manufacturer narrative:
E3: occupation: tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, make a correction to sections d4 and h4, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for assessment. The returned device included the hemostasis sheath, locator, and carrier tube. The device was visually inspected and found to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture and collagen were able to deploy from the device successfully. The tamper tube was found within the carrier tube covered with dried blood which affected its deployment. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posted to the tip of the hemostasis sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).